Event description:
It was reported that, after a non-invasive ep study, the device did not deliver a therapy during a vf induction test, and the patient had to be rescued externally. The pt then reported discomfort in the pocket area. Fifteen minutes later, the device ceased to pace and there was no telemetry with the programmer. The pocket was warm to the touch. The pt coded and was taken to the hospital. The device was explanted and replaced. No further patient complications have been reported as a result of this event.